Manufacturer narrative:
An investigation has been opened to review device history record and risk documentation. A follow-up report will be submitted upon completion of the investigation.

Event description:
As reported: dr (B)(6) could not advance bypass tube through valve on manta sheath. After several unsuccessful attempts he bent the shaft on the device (related to MDR 3010252479-2022-00057 manta). I got a new manta device and exchanged it for a new one. They had a hard time advancing the next manta device bypass tube into the sheath but after several attempts he was able to get the bypass tube halfway in and click the device together. Additional information received on 18jan2022: there were no issues with advancing or withdrawing procedure sheaths during the case. There was severe resistance with both manta devices. The physician never fully engaged the bypass tube on either manta devices. The first manta sheath was removed otw, and a new sheath was placed for the second manta deployment. The second manta sheath went in smoothly after the physician advanced the bypass tube into the manta sheath halfway into the sheath. Current patient condition is reported as fine.

Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. The DHR was reviewed and indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following an undisclosed procedure, a 18f manta was planned for closure in the left common femoral artery. While inserting the bypass tube through the hemostatic valve of the manta sheath, the physician encountered severe resistance while attempting to advance the bypass tube into the sheath hub. After several unsuccessful attempts advancing, the physician bent the shaft on the device. The manta device and sheath were removed from the guidewire and a second 18f manta device and sheath were opened. The physician again encountered severe resistance while attempting to advance the bypass tube into the sheath hub. After several attempts the physician was able to get the bypass halfway into the sheath hub and was able to click the manta closure and manta sheath hub together. The IFU indicates in step 3 of inserting the device: note: if significant resistance is felt inserting the bypass tube into the manta sheath, remove the entire system and open a new device.